Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported there was protein based stains from bodily fluid found on the device. The issue occurred during reprocessing involving an olympus rhino laryngo videoscope. The customer suspected that the cause of the protein based stains from bodily fluid found on the device was due to the device not being cleaned properly. The customer cleaned the outer surface of the device with disinfectant ethanol after using it. There was no patient injury reported.